Event description:
Boston scientific received information that fixation difficulty was noted during the implant of this lead. Following implantation, the lead dislodged and the patient received an inappropriate shock. A revision procedure was performed and the lead was removed from service and replaced without further incident. The physician requested a new lead as he suspected the fixation mechanism was not working appropriately for this patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing and this product issue will be updated when evaluation is complete.